Event description:
The customer reported the system is displaying an error code, will not allow pt data to be input into system, the collimator is out of position, and the touch screen has errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the touch screen and calibrated the collimator. System operates as intended. This MDR is related to ge healthcare complaint.